Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A technician reported a patient that complained the right eye was painful to move and irritated with blur one month post lasik procedure. Topical steroid drops were prescribed. Additional information received stated the patient has an epithelial erosion and a bandage contact lens was placed. The patient will return for contact lens removal and follow up. The doctor stated he does not feel the reported events are related or caused by the laser.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).